Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "guideline-directed medical therapy and survival after teer for secondary mitral regurgitation with right ventricular impairment". The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death and unchanged mr were unable to be determined. The reported patient effects of death and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The article "guideline-directed medical therapy and survival after teer for secondary mitral regurgitation with right ventricular impairment" was reviewed. The article presented a prospective multi center study, to evaluate guideline-directed medical therapy (gdmt) prevalence and its impact on long-term survival in secondary mitral regurgitation patients with right ventricular impairment (rvi) in the june 24, 2024:1455¿1466 eurosmr (european registry of transcatheter repair for secondary mitral regurgitation) registry. Devices mentioned include mitraclip. The article concluded that in rvi patients undergoing teer for ventricular smr, a co-prescription of 3 hf drug classes at one-half the target dose is associated with a 40% reduction in the risk of all-cause death at long-term follow-up. [The primary author and corresponding author was dr marco de carlo, cardiac catheterization laboratory, cardiothoracic and vascular department, pisa university hospital, via paradisa 2, 56124 pisa, italy with corresponding email marcodecarlo@gmail.com.] The time frame of the study was november 2008 to march 2021. A total of 852 patients were included in this study, of which all received an abbott device. The average age of the patients enrolled was 72 . The majority gender was male. As this is from a literature review, patient weight was not provided. Comorbidities included: diabetes, stroke, copd, atrial fibrillation, intracardiac device, cardiac resynchronization therapy (crt), heart failure, secondary mitral regurgitation, tricuspid regurgitation peri and post-procedural complications included death.

Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.